Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material found inside the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscope> 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. <inspection of the objective lens cleaning function> 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the evaluation found that the distal end was dirty, scratched and the plastic distal end cover had foreign objects. In addition to the nozzle which was clogged with foreign material, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the up direction was out of standard value, due to wear of the angle wire, the play of the up/down angulation control knob was out standard value, the bending section cover was dirty, the adhesive on the bending section cover was dirty and scratched; due to clogging of the nozzle, water removal ability does not meet the standard value, the suction connector was scratched, the mouthpiece was loose, the objective lens was dirty, the light guide lens was dirty, the connecting tube was scratched, due to dirt on the objective lens, there's a lack of image on the monitor, due to a scratch on the objective lens, the image has a partially dark area and flare occurs, the protector of the universal cord on the suction connector had a scratch, the suction connector side had a scratch, the scope connector cover unit had a scratch, the air/water cylinder's paint was peeled, the suction cylinder's paint was peeled, the forceps elevator had a scratch, the forceps elevator knob was scratched, the right/left knob was scratched, the up/down knob was scratched, the switch box was scratched, the universal cord had a scratch, the grip had a scratch, the control unit was discolored and scratched, the suction cylinder was shaved, and the electrical connector had discoloration due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had histo acrylic attached to the tip. There were no reports of patient harm. The device was returned and evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.